Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to device change-out procedure and after successful synchronized hv shock, noise due to oversensing was observed on the rv lead. The noise was reproduced consistently with pocket manipulation. Lead was capped and replaced.